Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part number: 311.44, synthes lot number: 6642723 , supplier lot number: n/a, release to warehouse date: 4/25/2011, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: it was reported that on an unknown date, the unknown handle and unknown shaft are stuck together. Both 2 pieces are 4.0 mmm hex cannulated power shaft. A large quick coupling that generated per driving a cannulated power shaft. In the t-handle shaft, a small t-handle and a small large quick connect, large quick coupling. It was unknown when the issue was discovered. Patient and procedure involvement is unknown. Investigation flow: device interaction/functional visual inspection: visual inspection performed at customer quality (cq) observed that the given device was stuck at its tap holder assembly portion. No new issues were identified except for the normal wear and tear signs that will not affect the product functionality. Functional test: the device was not able to be disassembled at customer quality. Therefore, further functional inspection and complaint replication was not able to be performed. Dimensional inspection: dimensional inspection at relevant features could not be performed due to stuck condition of the device. The device was not able to be disassembled. Document/specification review: the following drawings were reviewed: based on the review, no design issues contributing to relevant complaint condition were identified. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage/handling could have contributed to internal component damage that could have led to given complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - handles: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the unknown handle and unknown shaft are stuck together. Both 2 pieces are 4.0 mmm hex cannulated power shaft. A large quick coupling that generated per driving a cannulated power shaft. In the t-handle shaft, a small t-handle and a small large quick connect, large quick coupling. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. No patient consequence. This is report 2 of 2 for (B)(4).